Event description:
It was reported that the footboard was broken. No adverse consequences alleged.

Manufacturer narrative:
Footboard. It was reported to the sales rep by the user facility that pts had been kicking the footboard, breaking them structurally and electronically.